Manufacturer narrative:
Remote support from the customer care solution center was received, during which it was determined this was a malfunction of the multifunction cable. Multiple attempts were made to request information regarding resolution of the reported problem; however, no information was made available. Based on the information available, the cause of the reported problem was a malfunction of the multifunction cable. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. A review of the risk management file was performed, and the potential severity of s3 has been identified in the risk document. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. We are unable to confirm the final disposition of the device. Multiple attempts were made to request information regarding resolution of the reported problem; however, no information was made available. The investigation concludes that no further action is required at this time.

Event description:
It was reported to philips that the device is not recognizing the cable. There was no patient involvement.